Event description:
The programmer rf (radio-frequency) head was returned with the programmer. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer rf (radio-frequency) head was twisted, so it was replaced. Concomitant medical products: product ID: 2090, programmer. Product ID: 2290, pacing system analyzer. (B)(4).